Manufacturer narrative:
Patient date of birth/age and gender requested but not provided. Date of event - requested but not provided. Model, catalog number, serial number were requested but not provided. Expiration date is unknown as the serial number of the lens was not provided. Date of implant - requested but not provided. Date of explant - to date the lens remains implanted, therefore this field is not completed. (B)(4). Type of reported event is also a serious injury as repositioning was required. As the lens remains implanted it is not available for evaluation. Device manufacture date - is unknown as the serial number of the lens was not provided. All pertinent information available to abbott medical optics at the time of this report as been submitted. Placeholder.

Manufacturer narrative:
(B)(4). In addition the physician noted the patient outcome: od -0.25+0.75x030 20/25-2 patient very happy with results. Device evaluation: a manufacturing record review was conducted. Results revealed all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) related to the customer claim was generated. The documentation shows that the production order was manufactured according to specifications.

Event description:
A physician reported that a tecnis toric intraocular lens rotated 15-20 degrees or so counter clockwise post implant. Initially the lens was placed at an axis of around 115 degrees and in the initial post op period it rotated. The physician does not consider this to be a lens issue as the patient had a very large eye bag and believes that is the reason. The physician waited until the bag shrunk down/collapsed a bit and then repositioned the lens. After the repositioning the lens has stayed in place and the patient is happy.